Event description:
Skin irritations from the hc coating. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - skin irritation is addressed in the IFU. (B)(4) - reaction is addressed in the IFU. No product was returned to assist in the investigation. The IFU that is provided with this device states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product." Per quality control specification, the lubricity and durability are confirmed to be sufficient. Although no product was returned to assist in the investigation, the complaint is confirmed based on prior similar complaints of sterile inflammatory response. Without a pathology report from the described event, it is difficult to determine with certainty why the failure mode occurred; however, the skin irritation may be a result of device used in conjunction with (B)(6) gloves. Additionally, risk assessment indicated that risk reduction activities were recommended and, therefore, corrective action was previously initiated. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events.